Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced low blood glucose after running high post-meal while using the ilet system, with two sensors confirming hypoglycemia; guidance was provided on using meal announcements for corrections, active insulin time, and correction insulin. Symptoms included hypoglycemia with a nadir of 56 mg/dl and no reported loss of consciousness or other immediate effects. Outcomes included user self-treatment with oral carbohydrates (juice and bread), device low and urgent low alerts, no need for assistance, and no medical intervention or hospitalization. Investigation included troubleshooting and education regarding meal announcement usage and correction behavior. Investigation of this case revealed user technique factors related to using meal entries as corrective actions following hyperglycemia, contributing to subsequent low glucose events, with device alerts functioning as designed. It was concluded, based on similar reports, that the cause was user interaction and technique in meal and correction management.